Manufacturer narrative:
No medwatch form was received.

Event description:
Patient presented to the clinic after receiving an inappropriate detection of ventricular fibrillation and caused the device to deliver a shock to the patient. As such the lead was explanted. The lead will not be returned for analysis.